Event description:
A us distributor reported that a patient was experiencing belt connection faults.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt connection) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, during investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to connect to a monitor. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the strained cable was excessive force. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.